Event description:
Eye injuries resulting from using the referenced contacts. According to reporter the pt states that a burning sensation developed in their eyes when the first pair of contacts were used from the 6 lens box. The pt removed the contacts and replaced them with another pair. The burning sensation developed again and the pt subsequently went to an ER for treatment. The pt then came to the reporter's office for treatment and was diagnosed as having bilaterial corneal burns. Reporter states that she is aware that there have been problems with some mail order lenses on the market and is concerned that may be the problem with this pt's contacts.